Event description:
It was reported that on june 24, a selenia dimensions glass exploded and there is broken glass all over the room. This happened over the weekend and no one was injured. A field engineer replaced the lead screen. The system is functioning properly and meets all manufacturer specifications.

Manufacturer narrative:
An investigation was completed: the customer reported that the aws lead shield shattered, causing broken glass to go all over the exam room. This occurred over the weekend therefore no one was in the room at the time of the event. No patient or user injury was reported. A field engineer (fe) was dispatched to the customer site and replaced the shield to resolve the issue. A review of the device history showed this issue has not reoccurred since the part was replaced. The shattered glass shield was not returned for further investigation. The lead glass shield was 4,091 days old at failure. The lead glass shield shattered at the customer site; therefore, further investigation could not be performed. Based on the information documented in the complaint, a possible cause of the shattered lead glass shield could be related to mechanical stress from either an impact/scratch/crack to the shield or bending of the glass. Due to the limited information provided and lack of part return, the root cause of the shattered lead glass shield failure could not be determined. Conclusion: this issue was previously addressed a CAPA. The CAPA identified that the leaded glass operator shields that have been supplied to hologic have been made via a tempering process, which toughens the glass, as compared to standard glass. Tempered glass is not only stronger than regular glass; it is considered ¿safety glass¿, because when it breaks, it breaks into small, granulated chucks rather than shards. A CAPA was initiated as there were reported incidents of leaded glass operator shields breaking from unknown causes. The shield failures were seen with flat shields (selenia and selenia dimensions 5000), as well as curved shields (selenia dimensions 8000). The CAPA was not able to identify a root cause for the issue however, the CAPA documented that in theory, if the balanced stress nature of tempered glass is upset; by a thermal shock, or a scratch/crack in the glass surface, this can lead to glass failure. At the time of the CAPA, glass fragments of failed shields were analyzed and determined that the glass was properly manufactured. A risk assessment was performed for this issue. The risk was captured adequately within the original risk assessment. The risk benefit analysis performed under the original risk assessments determined the risk of shield breakage has been reduced as far as possible with regards to the nature of tempered ¿safety glass¿. The overall benefit of the use of ¿safety glass¿ to provide shielding from unnecessary exposure to scatter radiation outweighs the risks of potential injury, which upon review of clinician experience would be most significantly eye trauma and skin abrasion. The decision was made to continue using the glass shields on the 8000 and 5000 as these consoles end of sale as of december 2015. Hologic released an end-of-life notice for the selenia dimensions 5000 and 8000 systems in august 2023 with an end-of-life effective date of december 2026. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: a review of the complaint history for (B)(6) showed no other complaints for shattered lead glass shield. Additionally, the complaint review identified the lead glass shield is original to the system. However, since the aws glass shield is not assembled during the manufacturing process, a DHR review is not required. System product code: sdm-00001-3d, serial number: (B)(6), system manufacture date: 2/13/2013, system installation date: (B)(6) 2013, unique device identified (UDI): (B)(4).